Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported foot retraction problem and inability to remove could not be replicated in a testing environment as it resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported event and subsequent treatment appears to be related to circumstances of the procedure due to interaction with the patient tissue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a left superficial femoral artery stenting interventional procedure. Reportedly, it was not possible to retract the foot and the proglide device was unable to be removed. The vessel was incised and the puncture site was enlarged in order to remove the device. No tissue damage was noted. Hemostasis was achieved via surgical suturing with a prolene suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.